Event description:
It was reported that a vaginal hysterectomy and a tvt procedure was performed on a pt with a history of fibromyalgia and cervical disc problems. The physician noticed that the needle seemed to catch on one side when passing the needle, and some bleeding was noted on the left side after the needle was passed. The pt complained of tingling after the procedure in right leg. At 48 hours post op, the pt complained of stabbing pain in inner thigh. The operation was performed under spinal anesthesia and took 45 minutes to complete. At 48 hours post-op the pt claimed the pt could hardly move legs due to pain and weakness. The pt is scheduled for exploration and removal of the sheath. The pt remains continent.